Event description:
Patient with right femoral iabp inserted on (B)(6) 2016. On (B)(6) /2016 at 0545, rn noted blood in tubing. The pump did not alarm - this was noted when checking the patient's chest tube. Iabp was changed to standby and the pa was notified. The pa responded and the iabp was discontinued. No clinical impact to the patient. Initially reported on (B)(6) 2016.